Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received the critical pump error. The blood glucose level was unknown. The customer stated she had a critical pump error and it was unable to stop the beeping. The customer reported that they received a critical pump error image on the insulin pump screen. The customer reported that no pump error was displayed before critical pump error image displayed on the screen. The troubleshooting was performed for critical pump error. The customer was advised to discontinue use of the pump and recommended refer to back up plan per health care provider¿s instructions. The insulin pump being returned for analysis.

Manufacturer narrative:
The insulin pump had a pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. Moisture damage on force sensor flex connector during visual inspection.